Event description:
The customer reported that the system displayed the error message "ipc not started". No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. Results code: error code displayed. The ge svc rep found the right handle was lost, so he installed a new handle. He then replaced the ipc1 000 and boot-up the workstation, but there was an x-ray problem with error 10050. He replaced the ma xi300 (generator and tube). The system operates as intended.